Event description:
Patient is experiencing pain and cannot walk on right knee. X-ray images showed components came apart. Patient is scheduled for revision on june (B)(6) 2015. (B)(4) 2015 update: patient was revised due to instability and wear.

Manufacturer narrative:
An event regarding revision due to instability and wear involving a triathlon cs insert was reported. The event was confirmed. Method and results: device evaluation and results: not performed as no devices were returned. Medical records received and evaluation: medical review indicated that: no listing of specific components implanted, no examination of the explanted tibial insert or photographs of the "fragmentation" described are available. Based upon the information available for review, no determination can be made regarding the requirement for revision surgery four years post-operative of the right tibial insert for "failure of the poly and instability," which was apparently successfully addressed by inserting a thicker tibial insert. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: medical review indicates that based upon the information available for review, no determination can be made regarding the requirement for revision surgery four years post-operative of the right tibial insert for "failure of the poly and instability," which was apparently successfully addressed by inserting a thicker tibial insert. Further information such as: return of reported device and implant sheets are needed to complete the investigation to determine root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient is experiencing pain and cannot walk on right knee. X-ray images showed components came apart. Patient is scheduled for revision on (B)(6) 2015. (B)(6) 2015 update: patient was revised due to instability and wear.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. This event became a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report. Device not returned to the manufacturer.